Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, the valve was implanted supra -annular. The valve was repositioned with a snare. Subsequently, a larger 31mm transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that after the implant of this valve, moderate paravalvular leak (pvl) was noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.